Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The patient stated while she was out shopping on (B)(6) 2023, she passed out due to insulin shock. The patient added that she has a history of rapidly dropping blood sugar and that her loss of consciousness came without warning. She also stated that she did not receive an alert from her cgm before she passed out, which she said may have been due to her receiver being off or rebooting. Paramedics tended to the patient after she passed out and measured her blood glucose meter value which read 0.7 mmol/l. They treated the patient with glucose or glucagon and brought her home, where she continued to be cared for by municipality nurses who checked on her periodically throughout the day. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to no data was found within the investigation window. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.